Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the atellica ci 1900 analyzer outputted an out-of-range quality control (qc), and falsely elevated sodium (na) results on multiple patient samples. The analyzer did not flag that the integrated multisensor technology (imt) diluent was empty. Calibration was acceptable at the time of sample processing. The customer loaded the new diluent bottle and primed the analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse entered into diagnostics mode, inspected the instrument, all fittings were tight, reviewed process error logs and found a few air detect failures, performed power flush and all imt diagnostics passed, inspected the imt pressure transducer and the diluent probe, verified dilution probe alignment to sample port diluent probe, all diagnostics passed, reset the system and changed the sensor, ran qc and auto check, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
The customer reported that falsely elevated sodium (na) results were obtained on multiple patient samples on an atellica ci 1900 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate instrument. The repeat results recovered lower than the erroneous results. The repeat results were considered correct and reported to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely elevated na results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00245 on 23-oct-2024. Additional information (25-oct-2024): siemens initiated a field action and released urgent field safety notice (ufsn) asw25-01.a.ous atellica ci integrated multisensor technology (imt) diluent volume error to impacted customers outside of the united states on (B)(6) 2024, and released urgent medical device correction (umdc) asw25-01.a.us atellica ci integrated multisensor technology (imt) diluent volume error to impacted us customers on (B)(6) 2024. The ufsn / umdc informs the customer of atellica ci integrated multisensor technology (imt) diluent shortage. The umdc/ufsn provides instructions to customers that must be followed until a future version of software is available and has been installed on their systems. The type of investigation, investigation findings, and investigation conclusion codes in section h6 were updated to reflect the additional information.